Event description:
The duett sealing device was deployed following an interventional procedure, via a 7 fr sheath. The high location of the femoral access and it's close proximity to a bony prominence prohibited application of occlusive pressure as directed in the instructions for use manual. Following the deployment the pt experienced a vasovagal response and developed a hematoma. Treatment consisted of compression and surgical intervention. The treatment was successful and no further complications were reported.